Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the left ventricular lead had dislodged during the implant attempt possibly due to the patients anatomy. The lead was not implanted.